Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported there was a loss of therapy. The patient reported the stimulator no longer helps as much to regulate his pain. He noted this about 1 to 2 years ago. He rates pain as 8.5 and wants to know if there are other programs he can try. The patient stated he has tried all 3 groups and it is not helping much to manage his pain. The patient reported he is currently on 7.8v during the day and 7.3v at night. The patient also mentioned that he has had to charge more frequently, about every 36 hours, when he used to charge it 3-4 days in the past. This was noticed in the last 6-7 months. The patient stated when the ins gets below the halfway, the sync screen would come up on the controller. The patient reported keeping the ins charged prevents this from happening. The patient also mentioned he noticed the thermometer screen on his recharger. This occurred about 1 week prior to the report. The patient confirmed he noticed it when he had a pillow over it and would try not to do that the next time. The patient was redirected to their healthcare provider for reprogramming. No further complications were reported/anticipated.